Event description:
It was stated that the device had a system error. During physical inspection it was found that the dso seal was damaged. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. However, it was found that the dso seal was bubbled. This was replaced and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.